Manufacturer narrative:
G4: premarket / 510(k) #: k141150, k162350.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified internal shunt vein. A 5.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 12 atmospheres for a few seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.